Event description:
The user reported that a leak was noticed from the texium at the end of the secondary line during a chemotherapy infusion. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No further information was available.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was discarded by the customer. No failure investigation could be performed. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number.